Event description:
Medtronic received a report that the pipeline failed to open distally. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the supraclinoid segment of internal carotid artery with a max diameter of 27mm and a 7mm neck diameter. The landing zone was 3.2mm distally and 4.5mm proximally. It was noted the patient's vessel tortuosity was moderate. The angiographic result post procedure showed aneurysm contrast retention. It was reported that there was resistance and limited opening of the stent tip. The distal section of the pipeline was positioned in a bend. The pipeline was deployed less than 50% when it failed to open. The pipeline was resheathed less than or equal to 2 times. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). It was unknown if any patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis of ped-450-20, lot no:b558339 ¿ as found condition: the braid was returned inside the inner pouch, a biohazard bag, and a shipping box. ¿ visual inspection/damage location details: the braid's distal and proximal ends were opened and frayed. ¿ conclusion: based on the returned device, the pipeline flex was not confirmed to have failed to open at the distal end, as the braid's distal and proximal ends were opened and frayed. The cause of the failure to open could not be determined. Possible causes include vessel tortuosity, damaged braid, and the user deploying the braid in a vessel bend. However, the customer reported that vessel tortuosity was moderate, ruling out vessel tortuosity as a potential cause. In this event, the damaged braid and user deploying in a vessel bend may have contributed to the failure to open. The braid can become damaged due to over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.